Manufacturer narrative:
Manufacturer investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device 0 years 9 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(4) 2018. It was reported that the patient was admitted to the hospital with complaints of syncope and weakness. Hemoglobin and hematocrit(h&h) were low on admission. Inr was supratherapeutic upon admission and coumadin was placed on hold. It was reported that the patient had dark stools. The patient was transfused 1 unit packed red blood cells (prbcs) on (B)(6) 2019 and 2 units prbcs on (B)(6) 2019. The patient was given IV protonix. Esophagogastroduodenoscopy (egd) was obtained on (B)(6) 2019 that showed gastric stenosis at the gastroesophageal junction, possible gastric antral vascular ectasia that was biopsied and a single non bleeding angiodysplastic lesion in the duodenum that was treated with argon plasma coagulation. On (B)(6) 2019 inr decreased and coumadin was resumed. H&h remained stable and patient was discharged to home on (B)(6) 2019 with an hemoglobin and hematocrit within acceptable levels. No additional information was provided.